Manufacturer narrative:
.

Event description:
The pt reported continual problems with breathing difficulty and numbness in his feet despite a recent catheter revision. The pt reported the catheter was moved "down two vertebral spaces and dose decreases." The pt's situation is still ongoing. See manufacturer's report#: 600030200701192.